Event description:
Information was received from a patient via healthcare provider who was implanted with an implantable neurostimulator (ins) for unknown indications for use. Caller told by pt that stimulation is shocking pt but caller doesn't know how long this has been occurring or have any further details. A rep is coming in today to see pt (pt is an inpatient). The hcp called back later and inquired about the status of a rep coming to check on patient's ins. Caller went on to read from patient's chart that patient placed ins into MRI mode yesterday, was scanned but experienced shocking sensation in the right side of their ribs during the scan so a rep was going to come out to check the system. Caller stated that patient is doing fine now - they have mild pain but are talking normally, calm and vitals are fine. The caller was not with the patient. The caller was redirected to nas to page rep. Rep called back on (B)(6) 2022 to follow up about patient having a sharp pain sensation when moving around, bending or coughing. Patient was in a car accident on thanksgiving and this has been occurring since the accident. Rep reports patient's sharp pain sensation is located on the right side at their ribs. Rep states they did an impedance check and all impedances were normal, and the physician plans to do an x-ray later today. Rep reports patient has been re-programmed twice (by other mdt reps) since the accident, has pain relief (for right leg and groin) without sharp pain in the clinic, but then experiences is again shortly after. Patient does not have adativestim turned on. Rep reports patient has been sore at the pocket site since their car accident, however there were other unrelated injuries near the site as as result of the accident. Technical services (tss) advised rep to re-create pain sensation and checking impedances at that time. Additionally, tss advised rep to palpate the skin around the implant site and against the leads to see if the sensation occurs.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.